Event description:
Pt experienced bruising, erythema, swelling and itching after injection with bovine collagen. Physician diagnosed hypersensitivity and treated with temovate gel and zonolon cream which were not effective. Kenalog intralesional injections were also employed with limited effectiveness.